Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 1 month. The replaced portion of the driveline was returned in a segment measuring approximately 18.5¿. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the driveline segment did not reveal any areas of compromised wire insulation that would have contributed to the pump stop and low speed events observed in the submitted log file. The pump was returned assembled with the driveline severed approximately 2.5¿ from the pump housing. The remainder of the driveline, including the previous repair site, was returned in a segment measuring approximately 39¿. Metal braided shield breakdown was observed approximately 34.5¿ from the metal connector. Visual inspection of the underlying wires at this location revealed damage to the insulation of the black, brown, and red wires, exposing the inner conductors. The damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed conductors of the black, brown, or red wires made contact with the metal braided shield while the system controller was connected to a tethered power source, the resulting electrical short to ground could have resulted in the pump stops and low speed events observed in the submitted log file while operating on the power module. In addition, if the exposed conductors of the black or brown wires made direct contact with the conductors of the red wire, or the conductors made simultaneous contact with the metal braided shield, the resulting phase-to-phase short could have resulted in pump stops on any power source. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the lvad system was producing driveline disconnect alarms when connected to the power module and no alarms when on battery power. It was thought that there was a possible percutaneous lead (driveline) fracture. On (B)(6) 2018, the technical service representative was on site for a driveline replacement. The entire external portion of the driveline was replaced with no issues. The patient was then placed on a grounded patient cable after the repair and pump stoppage alarms returned after a few minutes. The patient was placed on battery power. The surgeon and vad team made a decision to exchange the pump and the patient underwent a pump exchange the following day. No additional information was provided.